Event description:
The customer reported to olympus, the video system would not hold memory settings. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a low resistance due to converter failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found low resistance due to converter failure. Additionally, the date and time settings were reset due to the dead battery, corrosion of the video connector receiving contacts, and corrosion of the main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. The phenomenon, ¿low resistance due to converter failure,¿ occurred. However, the root cause of the faulty converter could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.